Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:d8, d10, h4, h6, h11 corrected fields: g2, h6 the device was returned to olympus 3rd party distributer for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: excessive force was applied should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device¿s ceramic tip was damaged. The issue was found during set up / inspection before use. There were no reports of patient or user harm associated with this event.